Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 50 mg/dl. The customer was treated with orange juice and blood glucose value was 80mg/dl. Customer also stated that blood glucose was 250mg/dl and was treated with bolus. The customer declined troubleshoot for low blood glucose. The insulin pump will not be returned for analysis and sensor will be returned.

Manufacturer narrative:
Inspected one opened and used sensor and found cannula retracted inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened and used.